Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: august 29, 2015- august 31, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted the fillport cap has been separated from the fillport. However, the original packaging had been already opened. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from a large volume infusor. This was noted before patient use. There was no patient involvement. No additional information is available.